Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: no defects were note. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. As noted in the IFU valve can be programmed between setting 30mmh2o to 200mmh2o so it was not possible to test the valve at 20mmh2o. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot ctkb93, conformed to the specifications when released to stock in 29th september 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The hakim programmer was set as 20 mmh2o, but symptom of low cerebral spinal fluid pressure was occurred. The valve in question was replaced with a new one. We would like to ask you to investigate if pressure is exerted on the ruby ball and if differential pressure of 20 mmh2o is successfully exerted when the hakim programmer is set as 20 mmh2o.